Event description:
The pt's one touch ultra meter was reading inaccurately low. The medical affair specialist (mas) spoke with the family member 3 days later. On tuesday and wednesday the pt was ill with a "stomach virus." Pt was nauseated and having diarrhea. Pt tested with the reported meter 3 to 4 times per day with their family member's assistance. The results on the meter were consistently less than 150 mg/dl. On tuesday and wednesday pt continued their usual insulin regimen of: 48 units of "n" insulin with 12 units of humulin insulin in the morning and 20 units of "n" insulin with 5 untis of humulin insulin in the evening. Pt did not take additional insulin per their sliding scale regimen (afternoon humulin dose following a lunchtime test), as their noon blood glucose results were less than than 150 mg/dl. Pt became progressively weaker and did not want to eat. The family member did not test their ketones. Their first thursday am meter result was 141 mg/dl. Pt was nauseated and did not want to eat. Pt was hardly urinating, had a dry mouth, and was very weak. Their morning insulin dose was held. At 8:30 am, a result of 158 mg/dl was obtained on the meter. The family member called the dr and gave the pt 38 units of humulin insulin and 8 ounces of ginger ale, as the dr advised. The pt immediately vomited. The dr advised the family member to take the pt to the ER. Within 20 minutes a result of 454 mg/dl was obtained on the ER meter. An IV was started, pt was given 5 units of insulin, and laboratory tests were done. The family member stated that the pt was in ketoacidosis, but pt did not know the other lab results. The pt was admitted to ICU with a diagnosis of dka. Pt was treated was treated with IV fluids and an insulin drip. Pt was discharged to home the next day. The meter and control solution were replaced. The reported meter was packaged and ready to send back to lfs.